Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "stimulation pinches me, it has been happening for about a month now when I increase it [because] I'm not getting good relief; they mentioned both started about a month ago. During the call, they synched to their ins which showed stimulation was on; they were at 3.2v on program 3. As a result of what was reported, the settings were changed to program 4 and stimulation was set to 0.6v. The patient added that they don't feel the pinching anymore and stimulation was comfortable. They are going to try this setting and see if it helps their symptoms. Additional information received from the patient who said they were having a return of symptoms and they experience a pinching sensation whey they try to increase their symptoms. They added that they were currently on program 4 at 4.6v and it "pinches a little". Prior to calling, the patient increased to 5.0v, but it "pinched like crazy"; they also don't want to decrease stimulation because their symptoms will not be managed. The call center changed the patient from program 4 to 1. When asked if there was any trauma/falls reported that could be related to this issue, the patient thinks something might have happened that the stimulator changed positions in their body, but they weren't sure. During the call, they palpated their ins and stated that there is "sort of a little bump", but also said they weren't sure. As a result of what was reported, it was recommended to discuss programming with their healthcare provider (hcp), determine which program is most appropriate to manage their symptoms, and to check the ins for any therapy-related concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the implant migrated from its initial position/pocket, the patient noted it was unknown and said possibly. They also have set up an appointment with their healthcare provider (hcp) in mid august. No further patient complications have been reported as a result of this event.